Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% moderately stenosed target lesion was located in a shunt in the cephalic vein. A non-bsc super sheath was used to enter the vessel followed by a 0.035inch non-bsc guide wire. A 6.0mmx40mmx40cm mustang balloon catheter was used to dilate the lesion. Upon 1st inflation of the device the pressure will not turn up and noticed a leaking of contrast agent from the balloon. The physician suspected that the balloon had ruptured from the beginning. The balloon was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% moderately stenosed target lesion was located in a shunt in the cephalic vein. A non-bsc super sheath was used to enter the vessel followed by a 0.035 inch non-bsc guide wire. A 6.0 mm x 40 mm x 40 cm mustang balloon catheter was used to dilate the lesion. Upon 1st inflation of the device the pressure will not turn up and noticed a leaking of contrast agent from the balloon. The physician suspected that the balloon had ruptured from the beginning. The balloon was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR.: during an attempt to inflate the balloon, a pinhole leak was identified. The leak was located at 1mm distal to the distal edge of the distal markerband. A microscopic examination of the balloon material and the distal markerband could not identify any anomalies which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).